Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was receiving failed battery test alarms with each new battery. The customer stated they had tried over 10 batteries but the problem persists. The customer's blood glucose was 188 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was also found the customer had a crack around the battery compartment during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.